Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver instrument to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted incisional hernia repair with transversus abdominis muscle release (tar) procedure, a wire from the mega needle driver instrument broke and popped out. The fragment fell inside the patient and was retrieved during the same procedure. At this time, it is unknown if post operative test was performed to locate the fragment. The procedure was delayed from 15 to 30 minutes. The procedure was completed with a backup instrument. On 10/24/2024, intuitive surgical, inc. (Isi) received FDA medwatch report (MDR) with uf/importer reporter # (B)(4) stating: "mega needle driver wires popped out/broke while instrument was inside patient. Replacement instrument was grabbed."